Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time product has not yet been returned for this complaint. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high glucose readings issue with the abbott diabetes care (adc) device was reported. Customer received unspecified higher glucose value by the scan of the adc sensor compared to how the the customer was feeling and was treated with an insulin injection and bolus. Soon after, the customer experienced symptoms of hypoglycemia described as ¿sweating, head fog and inconsistency in the statements¿ and was unable to self-treat. The customer was then transported to the emergency room. Upon arrival, the customer had contact with a healthcare professional (hcp) who venture did the customer with an infusion of g 5% and provided oral meal with syrup for a diagnosis of hyperglycemia. There was no report of death or permanent impairment associated with this event.

Event description:
A high glucose readings issue with the abbott diabetes care (adc) device was reported. Customer received unspecified higher glucose value by the scan of the adc sensor compared to how the the customer was feeling and was treated with an insulin injection and bolus. Soon after, the customer experienced symptoms of hypoglycemia described as ¿sweating, head fog and inconsistency in the statements¿ and was unable to self-treat. The customer was then transported to the emergency room. Upon arrival, the customer had contact with a healthcare professional (hcp) who venture did the customer with an infusion of g 5% and provided oral meal with syrup for a diagnosis of hyperglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was discarded. Physical investigation of product is not anticipated. Extended investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of all required investigation activities. The date of event is unknown. The date entered in section b3 is " about 1 month ago " prior to the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.